Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed.

Event description:
It was reported that the faradrive steerable sheath was selected for use for an unknown procedure. During the procedure, after sheath insertion and upon aspiration for blood return, an issue was noted where an unusual amount of air was drawn from the hemostatic valve. The procedure was successfully completed using replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis. It was further reported the procedure name was pulsed field ablation and indication paroxysmal atrial fibrillation. Infusion pump at 30ml/h was used. No leak or air inside patient noted. Guidewire was slightly protruding from the tip of the catheter when farawave was inserted. No air leak was noted

Event description:
It was reported that the faradrive steerable sheath was selected for use for an unknown procedure. During the procedure, after sheath insertion and upon aspiration for blood return, an issue was noted where an unusual amount of air was drawn from the hemostatic valve, no air leak was noted. The procedure was successfully completed using replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.